Event description:
It was reported that a user experienced difficulty attaching a connector to the pump, with the connector engaging only partially until troubleshooting steps were completed. Symptoms included no adverse clinical effects and no reported glycemic issues. Outcomes included successful completion of the supply change and resumption of insulin delivery without incident. Investigation included guided troubleshooting, verification that the cartridge was fully seated, use of a new connector, a rewind to ensure the cartridge was flushed, and a successful dry-run attachment prior to the final connection. Investigation of this case revealed that the issue was related to connector attachment technique and seating, which resolved after a rewind and retrial with a replacement connector; no pump alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was use-related technique with no device malfunction identified.